Event description:
Related manufacturer reference number: 1627487-2022-01927. It was reported the patient experienced ineffective therapy. Lead diagnostics indicated high impedances on all contacts. As a result, surgical intervention occurred wherein the system was explanted to address the issue. It is unknown which lead is related to the issue. Therefore all leads are being reported.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.